Manufacturer narrative:
The customer reported that the system had low vacuum. There was no reported patient harm. The company service representative examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. The system was manufactured on october 25, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon felt that the vacuum was low during a surgical procedure. The procedure was completed with no harm to the patient.